Event description:
Per the clinic, the patient experienced implant extrusion in approximately late (B)(6) 2026 to early (B)(6) 2026 (specific date not reported); skin breakdown, bleeding, increasing pain at the implant site in (B)(6) 2026 (specific date not reported), and a surrounding skin infection. The patient was subsequently prescribed oral antibiotics (specific date and duration not reported). During a follow-up assessment on (B)(6) 2026, the patient was prescribed two-week course of oral antibiotics as bridge therapy. Examination revealed that the skin surrounding the extruded device was friable, with skin breakdown and perilesional crusting. Debridement was subsequently performed, during which a white fibrinous layer was observed between the implant surface and the surrounding skin. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.